Manufacturer narrative:
The manufacturing site ID was updated to reflect the correct site ID. The ID was changed from 1723170 to 3004785967. Onsite functional and visual examination was performed by a manufacturer representative. Analysis found that there was a missing quiet grip roller, and found damage on the left and right slide assemblies. The parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system. While outside a procedure, the gantry stopped approximately 8" - 10" short of completely opening. There was no patient present when this issue was identified.